Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3138158 where it currently pending evaluation. On 17-jan-2022, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 18aug2011under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec3490li. In the event reported, the user stated that there was no video image. The event timing is unknow. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: it was not possible, to identify the faulty part from the information obtained. Possible causes of image failure include ccd failure, ccd cable breakage, and driver board failure.